Event description:
No additional information.

Manufacturer narrative:
The customer reported the filter was leaking when primed with tpn, and returned one sample of material 10010454, lot 24075230. Upon initial visual examination, the set had no defects or abnormalities. The set was then primed with water, and the complaint of filter air vent leakage was verified. The filter was forwarded to the supplier of the component for further analysis. The supplier found the root cause for the vent leak to be related to a blue fiber which was interwoven into the matrix of the seal. The fiber compromised the vent seal and caused the leak. In reviewing complaints for this issue over the previous 12 months, this was the first and only instance, and so is isolated. The isolated event did not prompt any corrective or preventative actions, aside from an awareness meeting with all involved operators. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that tpn noted to be leaking out of filter.